Event description:
Tampons lose the string [device breakage]. Case description: consumer reported via e-mail that all tampons in box lose the string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.